Manufacturer narrative:
This pacemaker is expected to be returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a general device replacement procedure, the setscrews of this pacemaker would not release any of the implanted leads. Multiple attempts were made by the physician to free the setscrews but with no success. As none of the leads were unable to be disconnected, the physician decided to cut and abandoned all of them. The pacemaker was explanted and is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. Visual inspection noted that the hex slot on the atrial tip and ventricle tip setscrews were stripped and the seal plugs were missing. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.